Event description:
It was reported to covidien on 07/07/2009, that a customer had an issue with a sharps container. The customer stated a needle punctured through the sharps container in the lower bottom half of the container. The clinician went to pick up the container and the needle was sticking out, and stuck clinician in the arm. Customer reports it was a large hole, so they believe it was an 18g needle. When the education dept saw the container she said it was very full. Clinician stated she had to force sharps into the container.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.